Event description:
Reportedly, once the lead was positioned in the septal area of the right ventricle and connected to the psa of the new medtronic programmer, the ventricular impedance was higher than 3000 ohms and did not provide any signal to measure the sensing. The pacing was ineffective even at maximum output. The psa cables were not changed, and it was decided to change the lead by another one from the competition.

Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Analysis of the returned lead primarily reveal that mechanical and electrical parameters were within specifications. The lead was then disassembled for internal inspection, which revealed one correctly formed is-1 connector weld and a second weld with insufficient material and incomplete fusion. These deficiencies are considered a potential root cause of the increased electrical impedance and the loss of sensing reported by the physician. Correctives actions were implanted to reduce the occurrence of similar events. It should be noted that the subject vega r58 lead (s/n (B)(6)) was manufactured prior to the implementation of the full implementation of these actions. The investigation is retained for trending purposes. Please refer to the attached report.

Event description:
Reportedly, once the lead was positioned in the septal area of the right ventricle and connected to the psa of the new medtronic programmer, the ventricular impedance was higher than 3000 ohms and did not provide any signal to measure the sensing. The pacing was ineffective even at maximum output. The psa cables were not changed, and it was decided to change the lead by another one from the competition.

Manufacturer narrative:
Additional information received for this case which led to an update of the investigation results. Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Analysis of the returned lead primarily reveal that mechanical and electrical parameters were within specifications. The lead was disassembled for internal inspection, which revealed one correctly formed is 1 connector weld and a second weld with insufficient material and incomplete fusion. While this type of welding deficiency could theoretically contribute to the reported event, the extensive electrical testing performed on this lead did not reveal any abnormality. Based on these results, this finding is not considered to be the cause of the event reported by the physician. The reported electrical issues during implantation were likely caused by a lead positioning or contact issue. Such issues are not entirely avoidable and may be influenced by multiple factors (e.g. Patient physiology, physician preferred implant site, etc.), which cannot be fully mitigated by lead design or instructions for use. The investigation is retained for trending purposes. Please refer to the attached report.

Event description:
Reportedly, once the lead was positioned in the septal area of the right ventricle and connected to the psa of the new medtronic programmer, the ventricular impedance was higher than 3000 ohms and did not provide any signal to measure the sensing. The pacing was ineffective even at maximum output. The psa cables were not changed, and it was decided to change the lead by another one from the competition.